Event description:
Customer reported erroneous high basophil% test results were obtained on a differential when using the coulter lh 750 hematology analyzer. There were no instrument generated flags with the differential results. The test results were determined to be erroneous when compared to normal basophil% test results obtained when the sample was retested on a coulter lh 780 hematology analyzer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer with two different pt samples and two different analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within assay limits. On (B)(6) 2010, the field service engineer (fse) performed lyse diluent timing. Verified instrument performance to specifications. On (B)(6) 2010, the fse ran reproducibility and all parameters are within specs. Verified instrument performance to specifications. Raw data analysis was unable to be conducted because the raw data files for the erroneous high basophil% test results were not provided by the customer. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01079.